Event description:
The patient indicates that if he looks to the left for a long time, he gets the feeling that the lead is too tight and then gets attacks. No further relevant information has been received to date.